Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 31, 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient could not be reached to obtain additional information. The patient reported that the alleged issue began at 9 p.m., on (B)(6) 2016. The patient informed the csr that she manages her diabetes with insulin pump therapy. In response to not being able to test her blood glucose, the patient claimed that she consumed more food and/or drink on (B)(6) 2016 at 5 a.m. The patient reported that about 12 hours after the alleged issue began, she developed symptoms of ¿blood sugar is higher than normal.¿ she denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no misuse of the product. The csr established that the patient was using the correct test strips but the meter would not power on when a test strip was inserted per owner¿s manual or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The issue could not be resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ serious injury criteria, nor did she receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.